Manufacturer narrative:
Device eval by manufacturer: the returned product received by boston scientific consisted of a 2.1mm jetstream xc catheter. Visual and microscopic inspection was completed. There was blood in the aspiration lumen and on the tip of the device, indicating the product was used inside the patient. Inspection revealed a severe kink located 135.5 cm from the tip. The functionality of the device was checked by setting up the product per the instructions for use (IFU). The device primed as designed; however, the device would not rotate due to the severe shaft damage. The devices shaft/infusion line leaked fluid from the kinked area on the shaft. No error or alarms were noticed. Inspection of the remainder of the device, apart from the observed damage revealed no other damage or irregularities. The complaint of a priming issues or alarms were not confirmed; however, shaft damage and leaking fluid was confirmed.

Event description:
Reportable upon analysis completed on 17oct2023. It was reported that this catheter failed to prime. This 2.1mm jetstream xc catheter was selected for use for this atherectomy procedure. During the procedure, outside the patient, the catheter was interrupted during priming and had an error message. No patient complications. However, analysis revealed damage to the shaft with fluid leaking from the kinked area.